Event description:
Physio-control was performing an evaluation of a device returned by the customer because it was displaying a wrench icon. A review of the device's data download shows indications that the device operation locked up during the 3:00 am selftest on "date" and subsequently depleted the device's internal battery and the charge-pak battery charger.

Manufacturer narrative:
Physio-control is continuing to investigate the observed occurrence.